Manufacturer narrative:
An event of pericardial effusion and tamponade was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated the device was implanted with ease, without any partial recaptures and that the device and procedure was thought to be the cause of the effusion. Pericardial effusion is included as a possible outcome of device implant per the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 18mm amplatzer amulet was implanted in a patient using 12f amplatzer amulet delivery sheath . The patient's activated clotting time (act) levels was 260 seconds and 9000 units of heparin was administered. Two hours post implant, the patient developed pericardial tamponade.(circular pericardial effusion) successful percutaneous drainage was performed. Need for a second drainage 48h later because of new, hemodynamically significant pericardial effusion without tamponade. A pericardiocentesis was performed. The the patient is stable